Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An optometrist reported blurry vision one month post bilateral lasik. Patient has used a steroid and an non-steroidal anti-inflammatory. Patient still has blurry vision six months out. There are two medical device reports associated with this event. This report references the right eye. Additional information has been requested.